Manufacturer narrative:
Philips bench repair personnel confirmed that the device displays an error message that the device speaker malfunction. The device was operational after repairs were completed to the device speaker.

Event description:
The customer reported that the device displays a lead set unplugged error and speaker malfunction. There was no reported adverse event to the patient or user.

Event description:
The customer reported that the device displays a lead set unplugged error and speaker malfunction. There was no reported adverse event to the patient or user.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.